Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer¿s blood glucose. The pump began charging after leaving it plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.